Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient did not receive tachycardia therapy for vt episodes. The patient came into the emergency room for shortness of breath. When the patient was checked, patient was in a sinus rhythm, but hooked up to a bipap for other unrelated issues. Review of the egms revealed that the heart was in a vt rhythm at a rate below the vt zone cutoff rate. Because of this, the device did not start to bin in the tachy zone until it accelerated, 9 seconds after the start of the egm. The device returned to sinus after atp was delivered. The device did deliver appropriate therapy, which converted the rhythm to a sinus rate, so the patient did not need any emergency response. Programing changes were recommended, but no changes were made. The device was explanted and replaced. Patient condition improved.

Manufacturer narrative:
Analysis was normal. No anomalies were found.